Event description:
It was reported, there was a catheter occlusion. The patient was brought in for a routine dye study prior to a pump replacement for elective replacement indicator (eri) and the healthcare provider (hcp) could not aspirate or inject through the catheter on 2015 (B)(6). It was decided to replace the catheter at the time of pump replacement. The proximal catheter was explanted and the distal catheter was tied off and left in the patient on 2015 (B)(6). The severity of the event was noted as mild. The event was related to the catheter. The patient recovered without sequelae on 2015 (B)(6). The drug being delivered via the device system was dilaudid. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed a non-significant anomaly of pump motor o-ring wear. Analysis of the catheter found a catheter body user-related hole. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).